Event description:
Information received with return of the explanted device notes subclavian crush, outer coil fracture, myopotential oversensing, >2500 ohms impedance and no bipolar capture or sensing. The patient also experienced muscle stimulation. The device was functioning at high output in the unipolar configuration.